Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the thresholds during the implant procedure were slightly high however the leadless implantable pulse generator (ipg) was implanted because the pacing rate was low. One month post implant there was rising/ increased threshold. The ipg was reprogrammed however the patient later presented feeling "bad" and pacing failure was identified. The ipg was removed and replaced. No further patient complications have been reported as a result of this event.